Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. All product and batch history records are quality reviewed prior to product release. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported two laser vision correction patients were left undercorrected following a procedure. Additional information has been requested. There are two related reports for this facility. This report addresses case two and another manufacturer report will be filed for case one.